Event description:
Nurse in neonatal ICU heard a popping sound and found broken glass inside bililite and holes in the plastic lens that covers the glass shields over the lamps. Nurse turned the bililite off.